Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mid right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, expanding the balloon was attempted, but it has already ruptured before first inflation. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure. It was further reported that the target lesion was severely stenosed and was located in a moderately tortuous and moderately calcified artery.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mid right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, expanding the balloon was attempted, but it has already ruptured before first inflation. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.